Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported to a company representative an anterior capsular tear requiring a vitrectomy during laser assisted cataract surgery. The surgeon reports patient movement during the capsulotomy resulted in an incomplete rhexus. Bubbles were trapped under the capsule from the lens treatment which led to a large radial tear immediately upon beginning to manually complete the rhexus. An anterior vitrectomy was performed and the cataract removed with the aid of a lens loop; a sulcus intraocular lens was implanted. The surgeon reports this event was caused by patient movement. Additional information has been requested.

Manufacturer narrative:
The product met specifications at the time of release. A root cause cannot be determined conclusively. The root cause of the reported incomplete capsulotomy can be attributed to patient movement. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received; the surgeon reports the patient had a large head and neck which made it difficult to dock and caused a tilt. After the rupture occurred the surgeon noted cortex material that was left behind. The patient underwent additional treatment to have the lens repositioned and sutured after the initial cataract surgery was completed. Post operatively the patients best corrected vision is improved. The patient reports light sensitivity and depth perception difficulties which he attributes to the cortex left behind.

Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up the surgeon reports the patient had a large head and small fissure but states that only a quarter of the capsulotomy was completed. The patient is experiencing mild corneal edema and myopia. An additional opthalmic drop was added to decrease the intraocular pressure.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received; the patient reports permanent damage.